Manufacturer narrative:
The investigation for the reported automated impella controller (aic) - battery failure (red alarm) has been completed. Logs were consistent with complaint intake on the complaint date. Subsequent boots following the complaint date trigger these alarms. Long term log analysis of the battery data revealed that beginning before the complaint date of occurrence, cell 3 voltage of battery 2 had been declining for an extended period of time. The console was returned. It was confirmed that persistent battery failure (transport connection blown/missing) was not due to a disengaged battery switch. When console was booted for the first time, the console alarms were consistent with what was seen in the field. Console interior connections were checked and verified. When visually inspecting the batteries and power battery manager, it was observed that one of the batteries status leds were completely blank. The battery failure alarm was due to a defective battery 2 (decline of individual cell voltage). The root cause of the battery cell failure was undetermined. The cause of the battery failure and battery comm error alarms is due to the decline of a single cell within battery 2. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported an automated impella controller was powered on during preparation for a case. Three alarms were noted on the screen. They were the following: battery failure, battery level low, and battery comm. Failure. A call was made for instructions on to resolve the issue but all attempts to reset the controller were unsuccessful. The alarms remained. There was no reported harm or injury to the patient.